Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Furthermore deformations of the inner conductor coil near the is-1 connector pin due to over rotation were observed. These damages require the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that these damages resulted from mechanical forces applied during the surgery. The cuttings in the insulation occurred most likely during the explant procedure. Blood penetrated the lead. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited high pacing threshold, poor sensing and was assumed to be dislodged. There was no other information provided by the field representative. This ra lead was explanted and returned. No adverse patient effects were reported.